Event description:
It is reported that the patient was revised due to a hematoma.

Manufacturer narrative:
Evaluation summary: photographs and x-rays were not provided; therefore, it is unknown whether the components were implanted with the correct fit and orientation and what condition they are in. Surgical notes were returned with the per and were reviewed. The exact cause for revision cannot be determined with certainty. However, the complaint may be revised upon return of the product or receipt of additional information. Evaluation: the device history records were reviewed and were found conforming; indicating the device was manufactured, inspected and packaged to specifications.